Event description:
Boston scientific received information that the right atrial (ra) lead had insulation damage. During an elective surgical procedure, the physician noticed an insulation damage below the suture sleeve. Additionally, the leads helix would not retract. The lead was cut at the proximal end and a locking stylet was used to rotate the lead's body. The lead was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments. Visual inspection noted that the proximal end of the distal spring electrode was separated from the lead body insulation. Insulation abrasion was found 210 to 213 millimeters (mm) from the terminal pin through to the rate/sense lumen at the proximal end of the suture sleeve area. It was not possible to retract the helix due to body fluid in the lumen. The clinical observations were confirmed with laboratory analysis.